Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was plugged into power source to charge pump battery and pump shutdown. Customer received a power source alert and low power/pump shutdown alerts. Customer reloaded the same cartridge and pump battery began to charge. Customer resumed insulin delivery. Customer's blood glucose was 106 mg/dl.